Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the occlusion alarms, but the alarms continued. Customer reverted to manual insulin injections. The customer was using "70/30 novolog" insulin and that tandem technical support educated customer regarding cartridge/insulin labeling. There was no reported impact to customer's blood glucose level.